Event description:
Started using super poligrip and fixodent back in (B)(6) 2005. By 2007, I started experiencing cramping in my left leg and toes of my left foot which was reported to my primary care physician. Dose or amount: once; frequency: daily; route: dental. Dates of use: (B)(6) 2005 - (B)(6) 2010. Diagnosis or reason for use: dental. Event abated after use stopped or dose reduced: no.